Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed prime alarm and insulin started shooting out. Customer's blood glucose reading is 94 mg/dl. The insulin was shooting out during the manual prime process. The drive support cap is protruded. Customer has not pressed the cap while connected to insulin pump. Advised the insulin pump will be replaced. Nothing further reported.